Manufacturer narrative:
The reported events of no pacing, and incorrect measurement were not confirmed. Final analysis found the device was above elective replacement indicator (eri) battery voltage upon receipt and eri alert was falsely triggered during analysis due to the device having been exposed to cold temperature. Review of the device image indicates auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Electrical and mechanical analysis performed indicated normal functionality with normal measurements. No anomalies were detected.

Event description:
It was reported that the patient fainted and was subsequently admitted to the hospital. Upon interrogation, it was found that the patient's pacemaker failed to deliver low voltage output. It was further noted that an overestimation of battery longevity was provided by the device. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of no pacing, and incorrect measurement were not confirmed. Final analysis via device image indicated auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. No anomalies were detected.